Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It is reported that the tibial articular surface provisional broke. However, it is unknown at this time when or how the device broke.

Manufacturer narrative:
Visual inspection of the devices confirms that both are fractured cleanly into two fragments and there are not missing pieces. The bottom tibial articular surface provisional (tasp) is fractured proximal to the medial edge of the central post. The top tasp is fractured proximal to the lateral edge of the central post. The reported issue has been previously investigated and a device history record review is not required. The devices are used for treatment. These devices are listed in the aggregate tasp scope list, were manufactured before the design modification and were part of the re-design scope. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Therefore the root cause can be said to be a previously addressed design issue.